Manufacturer narrative:
An event of perivalvular leak (pvl), and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the during valve placement, a complete atrioventricular block (cavb) was occurred and the valve was implanted at a depth of 4mm on ncc and 5mm on left coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible that procedural conditions, such as implant depth, contributed to this heart block. However, this cannot be confirmed. The reported unexpected medical intervention is the result of case-specific circumstances, as a temporary pacemaker implant was performed. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 april 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 1.2mm and there was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). During valve placement, a complete atrioventricular block (cavb) was occurred and the valve was implanted at a depth of 4mm on ncc and 5mm on left coronary cusp. A trivial perivalvar leak (pvl) was noted after implant. A temporary pacemaker was inserted and patient was returned to intensive care unit (ICU) with temporary pacemaker in place. There was no intervention performed for pvl. The patient was reported stable.